Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report received, there was thickening of the photofix 6x8 tissue that required reoperation.

Manufacturer narrative:
A clinical associate/medical director reviewed the available information. According to the initial report received, there was thickening of the photofix 6x8 tissue that required reoperation. Additional information was provided: initial date of surgery was approximately 18 months ago. Survey was for aortic stenosis, the patient has a konno procedure with tissue avr and patch augmentation of the ascending aorta. Large patch was used to close usbt (?) Augment aortic venous structure (?) Part of the avr sewn to the photofix. Echo showed the valve completely dehisced from the photofix at 1 year. The product was explanted and a tavr was performed for the patient. Patient is doing ok postoperatively. Operative notes are not available for review. Additional information including patient medical history and surgical notes for the initial surgery or the re-operation are not available for consideration in this complaint evaluation. Per communication with the surgeon, the patient is doing ¿ok¿ post-operatively. The limited information supplied by the surgeon indicate that approximately 18 months ago, the patient initially underwent a konno procedure with tissue avr (aortic valve replacement) and patch augmentation of the ascending aorta. The patch was used to close a vsd (ventricular septal defect) and augment aortic reconstruction part of the tissue avr was sewn to the patch. Echo performed 1-year post-op showed the valve completely dehisced from the photofix and upon reoperation it was observed that the valve sutures tore through the photofix. No tissue was explanted and a tavr was performed for the patient. Although photos of this reported reoperation were provided, it is difficult to conclude from them what the mechanism of the reported events might be. No tissue was returned for evaluation. The use of bovine pericardial patches for congenital cardiac reconstructions is well established. Baird, et al. (2017) report on the use of photofix in 383 operations including both right and left sided congenital cardiac reconstructions with minimal adverse events, and none described as above. (1) given the limited clinical data to date, it appears these reported events can occur in conjunction with the use of photofix but have not been reported in the literature to date. As no tissue was returned for evaluation, no correlation to the cause of the thickening or the delamination can be determined at this time. The cause of the described events is unknown. The photofix manufacturing process includes 100% visual inspection prior to final packaging. The relationship between the reported event and photofix cannot be determined without additional information. Should additional information become available, it will be reviewed and a need for investigation will be determined then. Risk management reviewed the available information. No new risks were identified during the course of the risk management departmental complaint investigation. The occurrence of identified risks did not increase. All risks identified have been mitigated as far as possible and residual risk is acceptable. The root cause for this event is unknown. There is no indication that an error or deficiency occurred at cryolife and all risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.